Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received four inappropriate shocks due to noise on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.